Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no deformation to the area where the foreign material remained and it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-290 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif/cf/pcf-290 series reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, gastrointestinal videoscope exhibited foreign material on the tip cover. There were no reports of patient involvement.